Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50 serial/lot: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the leads were replaced due to high impedance.

Manufacturer narrative:
Correction to initial MDR. This issue was previously reported in MFR report #3006630150-2017-05347.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the leads were replaced due to high impedance.